Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: 1788 ccu sn: (B)(6) per rep, could not white balance kept getting an e23 error and would make them restart. Image was blue. [Update - it was found that the ccu would lose image due to a loose cable connection, no blue image or errors were noticed. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: loose connector that runs between inlet board port j1 and power supply port j100. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.